Event description:
Zoll m-series defibrillators. Manufacturer sales reps do not inform potential and current customers that 90 day battery reconditioning procedures must be performed in order to ensure a fully charged battery during a cardiac arrest situation. Zoll service engineers will always say that this reconditioning procedure should be performed. Unfortunately for the hospitals, they don't find this out until after they have had premature battery failures; some during "code blue" - emergency -situations. This reconditioning procedure for an an-hospital defib is unprecedented. This type of procedure is typicaly only done by paramedics who need 24/7 operation of these devices. This may fall under better business bureau rather than the FDA. I was hoping you could tell me.